Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing upon remote follow-up. The issue was reported to have begun several weeks post-revision for device change. A lead fracture was suspected and a revision procedure was performed wherein this lead was surgically abandoned and replaced with a competitor lead. No adverse patient effects were reported.